Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was duplicated and the system board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical united states; the customer's report was duplicated and attributed to contamination on components on the system board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.